Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that the a patient endured ventricular tachycardia (vt) and hemolysis during impella 5.5 support. The condition of hemolysis was said to have been present for the entirety of pump support. The patient labs confirmed the condition and volume status was low. Red blood cells and volume were given. The patient was also scheduled to start dialysis around this time. It is unknown if the hemolysis contributed to the renal deficiency. Roughly five days into support, the patient had eleven runs of vt. The patient was shocked eleven times in response to the episodes. Plans were subsequently made to wean and explant the pump as a result of the conditions.

Manufacturer narrative:
The investigation of vf/vt/af/at, hemolysis, and renal failure has been completed. Hemolysis: the data logs do not show any motor current spikes outside p-level changes. The logs show placement signal trending upwards and noisy and clinical mention patient was on dialysis. Visual inspection found biomaterial inside the pump housing but not around the impeller. No other issues were found on the rest of the pump. Pump passed hemolysis test mih 6.99. The root cause of hemolysis was unable to be determined as no motor current spikes were seen in the logs, no definitive patient related abnormalities were noted and returned pump passed hemolysis testing with no visual abnormalities. Vt: as the necessary information was not provided, the root cause of the vt/vf was not determined. Renal failure: the cause of the renal failure was not determined due to insufficient clinical details were provided.